Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and unexpected restart alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart and the insulin pump was not turning on. Customer's blood glucose value was 189 mg/dl at the time of the incident. The customer was unable to rewind the insulin pump. The customer was assisted with troubleshooting. The device will return for analysis.